Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was repositioning the leadless implantable pulse generator (ipg) during placement to obtain better thresholds. During the repositioning it was noted the patient had cardiac tamponade. The physician performed pericardiocentesis and removed the device. A new traditional ipg system will be placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: a kink was identified on the shaft at 4.6 cm from the distal end of the shaft. The distal shaft appeared to be out of plane. The analyst could successfully deploy and recapture the device which suggests minor mechanical damage not influencing performance. Fdc: 71 fdr: 180 fdm: 10, 23, 26, 38. If information is provided in the future, a supplemental report will be issued.